Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a helium issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to verify electrical failure #3 when powered up. In diagnostics, the scroll motor would start and stop when the power cable to the scroll motor would touch. The fse found that the connector on the scroll motor and backplane board were working intermittently. To fix the issue, the fse replaced the pcb,backplane,rohs, compressor scroll and screw kit, cardiosave pm schedule b. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) upon power up during a routine check, displayed electrical fail code #3. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: contact person phone number - (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) displayed electrical fail code #3. A getinge field service engineer evaluated unit and confirmed pump powers up with electrical failure #3. In diagnostics the scroll motor would start and stop when the power cable to the scroll motor on back plane board would be touched. Found connector on scroll motor and backplane board to be intermittent. Replaced backplane board and scroll motor. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The back plane bd. It was observed per the cardiosave service manual revision n with no visual damage. The national repair center installed the back plane board into the cardiosave test fixture serial number (B)(6) and tested the back plane board to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision n. Verified intermittent connection on j12 connector. Back plane bd. The new supplier (B)(4), will no longer accept (B)(4) boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4) rev.al. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined the national repair center installed the compressor, serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision n. The nrc performed the compressor performance test. The nrc could not verify a failure. The compressor passed testing. Retaining the compressor and temp sensor in the nrc per procedure (B)(4) rev aj. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.